Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent damage post-deployment occurred resulting in additional intervention. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the proximal left main coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent (des) was successfully deployed. During post-dilatation, it was observed that the proximal edge of the stent was deformed and creating difficulty in non-compliant balloon crossing. Subsequently, another 4.00 x 8.00mm des was implanted to cover the deformed stent, and the procedure was completed. No patient complications were reported.